Event description:
At little before noon, the rn noticed the infant had grasped the umbilical arterial line with the left hand and began to pull. Before the rn could reach the infants hand, the baby pulled and umbilical arterial line snapped and broke. Rn quickly grabbed the section of line still inserted in infant. Md was quickly made aware and line and remaining umbilical was removed. Infant had no blood loss during episode and safety of the infant was ensured by the nurse. Five (5) french umbilical artery line.